Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 21oct2019. The user interface (ui) assembly was received for evaluation. Visual inspection of the ui assembly revealed no evidence of damage or contamination. The ui assembly was installed into a test ventilator in an attempt to duplicate the reported problem. Further investigation revealed that the burnt out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the screen was dark. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. The manufacturer's field service engineer performed remote troubleshooting. The fse confirmed with the customer that the contrast was all the way up. The fse advised the customer to replace the user interface, and update the software from 2.0 to 2.10. The fse provided the customer with the software. The customer reported that they replaced the user interface and that the issue was resolved. The customer reported that they did not install the 2.10 software. The fse advised the customer that the 2nd generation user interface assembly requires 2.10 software or higher, and provided the customer the part number for the software cd.

Event description:
The customer reported that the screen was dark. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 29jul2019. The customer reported that they ordered and installed the 2.10 software. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.